Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported through the legal department via a legal brief, the patient underwent a surgical procedure to implant a (trapease) cordis inferior vena cava (ivc) filter for the treatment of blood clot related issues. The device in the patient was positively identified in a subsequent evaluation/scan approximately fourteen (14) years after implantation. The scan noted that the patient¿s ivc filter apex lies within the midpoint of the ivc with no sign of abnormal tilt. Nothing to suggest ivc thrombosis. The scan also indicated coronary artery calcification consistent with coronary artery disease. This scan confirmed that the patient¿s cordis filter is still implanted. As of the present the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the cordis filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. The following additional information was received per the patient¿s medical records: patient has a history of coronary disease, peripheral vascular disease, transient ischemic attack, chest pain, abdominal pain, pulmonary embolism, hypertension, hyperlipidemia, laparotomy, peptic ulcer disease, dyslipidemia, chronic renal failure, fractured pelvis, diabetes mellitus type 2 diagnosed 11 years after filter implant, edema of foot, and coronary artery bypass grafting 12 years after filter implantation. The filter was implanted due to pulmonary embolism. The patient also had a non-cordis filter implanted for pe after a cardiac stent one month prior to the trapease filter implantation. Approximately 14 years and 7 months post implantation, patient underwent a computerized topography (CT) scan that indicated the apex lies with in the midportion of the ivc with no sign of abnormal tilt. Nothing to suggest ivc thrombosis. Approximately five months after the filter was implanted, the patient experienced angioplasty and brachytherapy to the in-stent stenosis of the lad, angioplasty and stenting of proximal lad. Approximately 3 years after the filter was implanted, the patient experienced atherectomy angioplasty of distal sfa with less than 10-20% residual stenosis. Approximately 5 years after the filter was implanted, the patient was admitted for abdominal pain and a radiograph was performed. Several dilated loops of small and large bowel with presence of air in the rectum suggested ileus. Bilbasilar consolidation with air bronchograms, right greater than left. There was also evidence of small bilateral pleural effusions left greater than right with radiopaque material within the pleural space. Extensive calcified atherosclerotic vascular disease through the thoracic aorta and abdominal aorta iliac arterial system. Ivc identified within the inferior vena cava. Degenerative disk disease of the thoracic and lumbar spine. Djd of bilateral hips, sacroiliac joints and pubic symphysis. Approximately 8 years after implantation, the patient experienced edema of the foot, dizziness, dvt chest pain, pad thrombectomy and angioplasty of the common femoral artery, atherectomy and stenting of the sfa of the left leg. Approximately 11 years after implantation, a cardiac catheterization was performed. Critical stenosis of distal circumflex and severe stenosis of ostial large dominant circumflex were found. Patent stent of lad with subtotal occlusion of the stent in the first diagonal. Preserved systolic function of the lv. Successful angioplasty and stenting of distal circumflex with drug-eluting stent and successful angioplasty of ostial circumflex with cutting balloon. Unsuccessful angioplasty to the critical in-stent stenosis of first diagonal. Approximately 12 years after the filter was implanted, the patient was admitted for chest pains. About two weeks later, the patient was admitted for lower extremity swelling, redness, abdominal pain, nausea, vomiting, shortness of breath, and constipation. The patient was diagnosed with pneumonia, right upper extremity dvt. During the same hospitalization, the patient also had right arm edema with indwelling intravenous catheter. The patient underwent a right upper extremity venous duplex examination. The right internal jugular, subclavian, axillary, and 1 of the brachial veins all had evidence of acute occluding thrombus seen. Three months later, the patient had a non-healing wound of the left foot. The patient had intrinsic pedal arterial disease bilaterally. At that time, the patient was evaluated for peripheral arterial disease. A CT scan taken fourteen years after implantation concluded coronary artery calcifications consistent with coronary artery disease, ivc filter with no sign of complication, and moderate chronic fibrotic interstitial disease of both lung bases. According to the information received in the patient profile form (ppf), patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from blood clots causing pain in chest and legs, and groin area, causing them to not be able to walk or breath properly,the patient also reports stints, being hospitalized, quadruple heart bypass, and surgery on legs.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had implant of a trapease inferior vena cava (ivc) filter. The indication for ivc filter was pulmonary embolism and deep vein thrombosis (dvt) after coronary artery stenting. The patient¿s medical history includes significant coronary artery disease with stenting, a fractured pelvis, and peripheral vascular disease. 8 days before ivc filter implant, the patient had a stent implanted in the lad artery. A scan, done approximately 14 years after implant, noted the trapease ivc filter apex lies within the midpoint of the ivc with no sign of abnormal tilt. No evidence of ivc thrombosis. The scan also indicated coronary artery calcification consistent with coronary artery disease. This scan confirmed that the patient¿s cordis filter is still implanted. Per the medical records; approximately seven months later, the patient had angioplasty and brachytherapy of an in-stent restenosis of the lad. Approximately 9 years post implantation, the patient had a thrombectomy and angioplasty of the left common femoral artery and atherectomy and stenting of the superficial femoral artery. Approximately 11 years post implantation, the patient underwent a cardiac catheterization for complaints of chest pain, that revealed extensive cad (coronary artery disease) and had open heart bypass surgery. Approximately 12 years after implant, the patient returned to the hospital with lower extremity swelling and redness, abdominal pain with nausea and vomiting, shortness of breath and constipation. Imaging showed a possible ileus, bibasilar consolidation and evidence of a small bilateral pleural effusion, concerning for pneumonia. The record also indicated that the patient experienced a right upper extremity deep vein thrombosis related to a peripheral intravenous central catheter, and degenerative disk disease of the thoracic and lumbar spine, and djd of bilateral hips, sacroiliac joints and pubic symphysis. A right upper extremity venous duplex examination showed evidence of acute occluding thrombosis of the right internal jugular vein, subclavian, axillary and one of the brachial veins. The involved brachial vein appears to be the one with the indwelling catheter in place, the brachial vein without the catheter appears unremarkable. The patient was treated with antibiotics and coumadin and discharged eight days later. Shortly after discharge, the patient was again admitted for chest pains. Three months later, the patient had a non-healing wound of the left foot. The patient had intrinsic pedal arterial disease bilaterally. A CT scan taken fourteen years after implantation concluded coronary artery calcifications consistent with coronary artery disease, ivc filter with no sign of complication, and moderate chronic fibrotic interstitial disease of both lung bases. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from blood clots causing pain in chest and legs, and groin area, causing him to not be able to walk or breath properly. The patient also reports stents, being hospitalized, quadruple heart bypass, and surgery on legs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported through the legal department via a legal brief, the patient underwent a surgical procedure to implant a (trapease) cordis inferior vena cava (ivc) filter for the treatment of blood clot related issues. The device in the patient was positively identified in a subsequent evaluation/scan approximately fourteen (14) years after implantation. The scan noted that the patient¿s ivc filter apex lies within the midpoint of the ivc with no sign of abnormal tilt. Nothing to suggest ivc thrombosis. The scan also indicated coronary artery calcification consistent with coronary artery disease. This scan confirmed that the patient¿s cordis filter is still implanted. As of the present the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the cordis filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. The following additional information was received per the patient¿s medical records indicated that on 8 days prior to implantation, the patient had stenting of the proximal left anterior descending (lad) artery and again approximately seven months later, the patient had angioplasty and brachytherapy of the in-stent restenosis of the lad. The patient underwent placement of a vena cava filter for pulmonary embolism and deep vein thrombosis following coronary artery stenting. The patient¿s history prior to filter implant was significant for coronary artery disease, a fractured pelvis, and peripheral vascular disease. Approximately 9 years, 1 month post implantation, the patient had a thrombectomy and angioplasty of the left common femoral artery and atherectomy and stenting of the superficial femoral artery. Approximately 10 years, 10 months post implantation, the patient underwent a cardiac catheterization for complaints of chest pain. The exam showed critical stenosis of the distal circumflex (cfx) and severe stenosis of the ostium of a large dominant cfx, a patent stent in the left anterior descending artery with subtotal occlusion of the first diagonal. Angioplasty and stenting of the distal cfx with a drug eluting stents and balloon cutting angioplasty of the ostial cfx was performed in addition to unsuccessful angioplasty of the first diagonal. Approximately 10 years, 10 months post implantation, the patient underwent coronary artery bypass graft surgery. Approximately 11 years, 10 months post implantation, the patient returned to the hospital with lower extremity swelling and redness, abdominal pain with nausea and vomiting, shortness of breath and constipation. Imaging showed a possible ileus, bibasilar consolidation and evidence of a small bilateral pleural effusion, concerning for pneumonia. . The record also indicated that the patient experienced a right upper extremity deep vein thrombosis related to a peripheral intravenous central catheter, and degenerative disk disease of the thoracic and lumbar spine, and djd of bilateral hips, sacroiliac joints and pubic symphysis. Approximately 11 years, 11 months post implantation a right upper extremity venous duplex examination showed evidence of acute occluding thrombosis of the right internal jugular vein, subclavian, axillary and one of the brachial veins. The involved brachial vein appears to be the one with the indwelling catheter in place, the brachial vein without the catheter appears unremarkable. The patient was treated with antibiotics and coumadin and discharged eight days later. Approximately 11 years after implantation, a cardiac catheterization was performed. Critical stenosis of distal circumflex and severe stenosis of ostial large dominant circumflex were found. Patent stent of lad with subtotal occlusion of the stent in the first diagonal. Preserved systolic function of the lv. Successful angioplasty and stenting of distal circumflex with drug-eluting stent and successful angioplasty of ostial circumflex with cutting balloon. Unsuccessful angioplasty to the critical in-stent stenosis of first diagonal. Approximately 12 years after the filter was implanted, the patient was admitted for chest pains. About two weeks later, the patient was admitted for lower extremity swelling, redness, abdominal pain, nausea, vomiting, shortness of breath, and constipation. The patient was diagnosed with pneumonia, right upper extremity dvt. During the same hospitalization, the patient also had right arm edema with indwelling intravenous catheter. The patient underwent a right upper extremity venous duplex examination. The right internal jugular, subclavian, axillary, and 1 of the brachial veins all had evidence of acute occluding thrombus seen. Three months later, the patient had a non-healing wound of the left foot. The patient had intrinsic pedal arterial disease bilaterally. At that time, the patient was evaluated for peripheral arterial disease. A CT scan taken fourteen years after implantation concluded coronary artery calcifications consistent with coronary artery disease, ivc filter with no sign of complication, and moderate chronic fibrotic interstitial disease of both lung bases. According to the information received in the patient profile form (ppf), patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from blood clots causing pain in chest and legs, and groin area, causing them to not be able to walk or breath properly,the patient also reports stints, being hospitalized, quadruple heart bypass, and surgery on legs.

Manufacturer narrative:
Corrected data: section (product code).